Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage(kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all results obtained. The customer is unsure of the expected fasting or non-fasting blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is for approximately 3 months the meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer went to the doctor because concern that meter was not working correctly. Customer states that was a gestational diabetic,customer had a baby but still has diabetes. Customer states that she is not sure what her normal glucose range should be, but customer knows that is a diabetic after the daughter was born. Customer states that does not test every day.